Manufacturer narrative:
A complaint investigation will be performed. The complaint product remains in the patient and is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Manufacturer narrative:
Examination of the returned expedium si polyaxial screw found the device to be broken at the shaft. The remaining portion of the screw did not feature any other damage. Fracture analysis was performed and visual examination at the macroscopic level revealed that the sample broke at the screw shank approximately 15mm from the polyaxial ball. The second half of the screw shank was not provided for this analysis. The fractured surface exhibits scratches and smooth shiny areas indicative of fractured surfaces rubbing against one another post-fracture striations indicative of fatigue are also visible. No material defects or other abnormalities were observed in this analysis. Complaint trend analysis that was performed on the product code found no emerging trends. The root cause cannot be determined from the sample and the information provided. A potential root cause may be a non-union between hardware and spine as the broken polyaxial screw shows signs of fatigue. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the patient underwent surgery about one year ago for fusion and screw fixation in s1 (both sides) and l4 (both sides). One of the expedium pedicle screws in s1 fractured post operatively. Revision surgery was performed and implanted devices were removed. However, the surgeon could not reach the broken screw in s1 which remains in the patient. The surgeon performed a re-fixation with larger diameter 6.35mm screws in l4, s1 and s2 and the same on the other side (except s1 because of the old. Broken screw). Due to the size of the patient, it was not possible to put screws in l5. This medwatch report is being filed for the broken expedium screw.